Event description:
Stryker 7 drill not working. Called for another stryker 7 drill. The replacement did not work. Called for a third stryker 7 set. Drills tagged for repair. Drills were not oscillating correctly. Torque is off. Zimmer rep notified.